Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: l-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, a pre-implant balloon aortic valvuloplasty was performed due to a pre-existing bicuspid aortic valve. Subsequently, there was difficulty advancing the delivery catheter system (dcs) through the valve necessitating the use of a stiff guidewire in a non-working pigtail catheter. Post-implant, the patient became hemodynamically unstable, which was treated with medication. Cardiopulmonary resuscitation (CPR) was performed. It was noted that CPR may have altered the valve position, contributing to paravalvular leak (pvl). The patient experienced a prolonged hospitalization, and a procedural delay of 1 hour occurred.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that stroke symptoms first presented after anesthesia. No further treatment was reported for the stroke. The patient had calcified anatomy, which could have contributed to the stroke.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-2329] serial/lot [(B)(6)] use by date [2026-08-19] UDI [(B)(4)]. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, aortic regurgitation caused the hemodynamic instability. Per the physician, the difficulty advancing the dcs contributed to the hemodynamic instability, and the hemodynamic instability first occurred when the guidewire crossed the native aortic valve. The pvl first occurred after the valve was implanted, following chest compressions. The severity of the pvl was moderate but improved to mild the next day. It was further reported that the patient had a stroke and showed signs of recovery but was sent to rehabilitation.